Manufacturer narrative:
The insulin pump was received with cracked and bleeding on lcd glass. Analysis was unable to verify for motor error alarm or blank display due to cracked and bleeding on lcd glass. Motor passed motor test. No moisture damage found on keypad traces, electronic assembly or motor. The insulin pump had cracked case and lcd window.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a motor error alarm. The customer reported that the insulin pump had a blank display. The customer reported that the screen was cracked. The customer's blood glucose was 489 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with insulin. The customer stated that the insulin pump was dropped and exposed to moisture. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer stated that the battery cap was not damaged. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.